Event description:
Placed box chisel over distractor and impacted. Removed chisel and noticed "dural laceration". The box chisel nicked the dura and cause a tear. Surgeon repaired tear, and pt recovered with no complications.